Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 16 years old patient with a 3300tfx19mm valve implanted in the pulmonic position underwent a valve-in-valve procedure after an implant duration of eight (8) years and ten (10) months due to calcification leading to re-stenosis, pulmonary insufficiency (pi) I-ii, enlarged right ventricle (rv), rv hypertrophy, systolic right ventricular pressure (rvp) of 60mmhg and tricuspid insufficiency (ti) I-ii. The patient presented with shortness of breath before the valve-in-valve procedure. A 20mm edwards transcatheter valve was implanted within the surgical edwards valve. The patients condition and valve performance were noted as to be good.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at time of implant and implant position.